Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as one unpackaged ar-8741-40, driver, t10 hexalobe, beveled ft, batch number 1392438, was received for investigation and the evaluation revealed that a part of the distal end of the driver was broken off (see evaluation pictures 3 + 4). Functional testing was not performed due to the damage of the device. No fragments were returned for evaluation. The most likely cause is attributed to user error of the device due to over-torquing/over-engaging the driver within the screw head.

Event description:
It was reported that during a minimally invasive chevron akin surgery the tip of the device broke while inserting the screw. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.